Event description:
The following was reported through a review of the case abstract titled, "a case of massive hyphema after cataract surgery with trabecular micro-bypass stent implantation" presented at the 47th annual jsos meeting. Reportedly, following a right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented on postop day one (1) with a hyphema which appeared to be resolving; however bleeding resumed on postop day three (3) associated with intraocular pressure (iop) increase. Per report, an anterior chamber washout followed by stent removal and anterior chamber air replacement was performed on postop day four (4). Reportedly, the hyphema improved without recurrence, and the patient was discharged from the hospital on postop day thirteen (13) with stable iop. Additional information has been requested. Please reference the attached article for further details.

Manufacturer narrative:
Additional information: b3: date of conference used as date of occurrence. B7: race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient is being monitored with the current condition described as "the hyphema has resolved and progressed well" with one (1) stent remaining in the eye. Per report, the surgeon believes that it is less effective than two (2) stents. There was no further clinical information available.